Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported corneal haze and pocket edema post presbyopic inlay of the left eye. Reporter indicated patient was placed on an aggressive topical steroid eye drop dosage. Reporter relayed that at last post operative exam the inlay was in place, slight edema was present, and trace haze anteriorly central of the pocket opening.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found. Based on the patient data provided, it is undetermined where the reported issues originated. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).